Event description:
The customer reported that their device was no longer able to be powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc batteries had been depleted which led to the observed power issue. It was also observed that the charge-pak assembly which was installed in the device had been expired for two years. A conclusive cause of the depleted hlc batteries could not be determined.